Event description:
Pt with stage 2 pelvic organ prolapse who underwent a avaulta vaginal mesh kit repair by a urogynecologist at the hospital. She immediately had severe right leg pain and weakness and was hospitalized for two weeks. Conservative therapy with physical therapy and drugs failed to resolve the problem. Ultimately, I removed the mesh arm on the right pelvic sidewall with greater than 50% relief of these symptoms. Dates of use: 2009. Diagnosis or reason for use: pelvic organ prolapse.